Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female was implanted with an impella cp. Upon initiation of impella cp support, the device seemed to have fallen back in the aorta under fluoroscopy. The pump was removed, washed with sterile water, and reinserted independently. Impella support was initiated without issue. A hematoma was also noted to the right groin but was unchanged from arrival to the unit. The access site had a good angle and no oozing under the dressing. Bicarb was added to purge.